Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels between 200-600 (mg/dl) and ketones. Customer changed supplies and delivered injections to treat elevated bg levels. Reportedly customer is in contact with health care provider every 6 weeks to adjust pump settings.